Event description:
On 5/30/79, rptr had removal of right implant. Placement of another co's prosthesis. Rptr had implant to replace. On 8/20/80, she had another co's implant. On 10/15/80, she had right augmentation done under local using unknown brand implants. She also complains of breast drainage and swelling, allergic dermatitis, fatigue, rheumatoid arthritis, symmetrical polyarthritis, synovial swelling and tender joints, aarthralgias and myalgias, implant leakage, muscle fatigue, general aching and stiffness. (Also see 1004031.)